Event description:
On march 2nd 2026, senseonics was made aware of an incident where the user complained of discrepancies between cgm readings and bg measurements. No medical intervention or injury was reported.

Manufacturer narrative:
Senseonics was made aware of an incident where the user complained of discrepancies between cgm readings and bg measurements. No medical intervention or injury was reported. Based on escalation analysis, a sensor re-link was advised to allow the system to reinitialize and converge faster. The user had already performed the sensor re-link, after which system performance improved, as confirmed by the user. The user declined additional assistance. The user is currently using the system actively.